Event description:
During stapling with an endo gia universal stapler and an endo gia reload, purple, 45mm, and medium thick. The load broke apart. The staple load was immediately retrieved from the surgical field, and isolated. No injury occurred.